Event description:
It was reported that the insulin pump alarmed button error while the customer was in (B)(6) class. The customer had the device on their waist band. The customer's blood glucose was unk. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.